Event description:
Olympus was informed that during the laparoscopic partial resection of liver, the ptfe pad of the tb-0535fc had been starting to peel off from the grasping section, but had not fallen off. The physician had stopped the use of the tb-0535fc and changed the tb-0535fc into the other device, the procedure had been completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation; therefore, omsc could not evaluate the referenced device. The exact cause of this issue can not be conclusively determined. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and is separated from the grasping section. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report is an abundance of caution.